Manufacturer narrative:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) failed to deploy. There was no reported patient injury. The device was used in a peripheral vascular diagnostic procedure. Other procedural details were requested but are unknown. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2505603 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿sealant failure to deploy¿ could not be evaluated since the device was not returned for evaluation. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) failed to deploy. There was no reported patient injury. The device was used in a peripheral vascular diagnostic procedure. Other procedural details were requested but are unknown. The device is not being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.